Event description:
It was reported that the customer is working with her doctor to get a better control with her blood glucose. The mother stated that the reports were not showing the carbs and some of them were not registered because the customer was not getting insulin. The customer's bolus history was showing that the customer did not eat any carbs, but she did. Then the mother stated that the insulin pump was not recording the customer's carbs for her bolus. Advised the mother to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the bolus wizard was functioning properly. However, the insulin pump the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip, and missing end cap sticker. No bolus wizard or history anomaly noted. The device recorded the boluses and carbs properly in the bolus history screen.